Event description:
Physician deployed a stent to the left common iliac artery. The stent did not deploy correctly and began to migrate down artery (distal end of the stent did not deploy/open completely). The physician was able to reposition and fully deploy stent using post dilitation balloons. Post stent deployment, dissection of the left common iliac artery above stent noted. The patient tolerated the procedure without further incident and there was no injury noted.